Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:844:0000 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to the speaker harness. The speaker harness was replaced to correct this condition. (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 550:320:844:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.